Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (between the ranges of (141-400s mg/dl) for almost 2 weeks. Elevated bgs were treated by administering a bolus using the pump, and manual injections and the issue resolved. Customer was advised to consult with their healthcare provider.